Event description:
Customer reported that she experienced high blood glucose. Initial blood glucose value was 537 mg/dl and then it went over 600 mg/dl. Customer stated, she just changed out her set earlier before starting to run high. During troubleshoot; it was stated, the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. She removed the infusion set and the cannula was bent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.